Manufacturer narrative:
(B)(4).

Event description:
The customer reported device is giving low battery error. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.